Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this system, presented for a routine follow-up. During a revision due to high pacing thresholds, an exposed wound was noted and the entire system removed due to high risk of infection. A replacement system was implanted without complication.